Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. However, the unit powered up properly after battery installation and operating currents within specification. There was no blank display anomalies or unexpected battery out limit alarms were noted. Also, there was no damage on the lcd isolation tape. The low reservoir alarm feature working properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 258 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.